Event description:
It was reported that balloon rupture occurred. A 6.0-4/4t/90 symmetry balloon catheter was advanced fro pre-dilatation. However, during inflation below the specified value, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.